Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the time is incorrect on the pump. Customer stated that he needed assistance with programming the pump. Customer's blood glucose was 586 mg/dl at the time of the incident. Customer's blood glucose has gotten down to 202 mg/dl. Customer does not need to treat for his blood glucose. Customer is still using his old pump because he has supplies for the meter that goes to the pump. Customer was assisted with programming the new pump but he does not currently have enough strips for the new meter. Customer will call back when he gets strips for the meter to program the pump.